Event description:
It was reported that there was a filament regulator error during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The filament was calibrated during the svc call. The system was tested and found to be working as intended and placed back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.